Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient disconnected from the patient line connector during drain three of four of treatment. The technical support representative advised the patient to re-setup with new supplies. During follow up it was reported that the on-call nurse had went to the patient¿s house at the time of the event and assisted to reset up with new supplies for the patient to complete treatment. There were no injuries, symptoms, adverse events, or medical intervention required related to the reported event. The pdrn stated that the patient had a culture, cell count, and gram stain done and all were negative for peritonitis. The pdrn confirmed that there was no leak. The pdrn stated that the patient disconnected themselves but did not realize it right away. The patient has been able to continue pd therapy with no further issues. The pdrn confirmed that the cassette used was discarded.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.